Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the right ventricular (rv) lead. The rv lead was repositioned and remains in use. Additional information received indicated that the left ventricular (lv) lead dislodged and exhibited high thresholds two weeks post-implant. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.